Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector leaked. During an in-home chemotherapy infusion of 5u (fluorouracil), the female luer of an unknown non-baxter chemo set had broken off inside the onelink luer activated device which caused a leak. The fluorouracil leaked onto the patient; however, the drug was non-caustic. There was no patient injury or medical intervention associated with this event. No additional information is available.